Event description:
Additional information was received from the patient¿s wife who reported that the circumstances that led to the lack of medication for the last 6-8 months was the pandemic, travel to the physician¿s office, and expiration of the pump. The physician did not want to fill it. Another physician was to take over but said only with pumps FDA approved for implant. He told them that her husband would have no problem getting approved, but he was denied. They were told there were only 3 left, and the hospital was not allowing implants due to the pandemic and they were only being done on an emergency basis. Per the reporter, the issue was not resolved, and she was watching her husband suffering and contracting every day with spasms all over and grimacing in pain. She stated that they moved to another city to have better doctors and resources for his care and that they were transitioning to another physician. She was also working on getting referrals, authorization, transportation, etc. To help him. She had been caring for him herself 24 hours a day since (B)(6) 2020 and felt ¿discriminated, deserted and left out in the cold in getting his services coordinated and he was suffering and in pain every day¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration/dose via intrathecal infusion pump for intractable spasticity. It was reported that the patient had been without medication for the last 6-8 months and was in pain and was spastic. It was stated that the they were unable to find a healthcare professional (hcp) and that the previous hcp would no longer fill the pump because it needed replacing. It was stated that they didn't know if the pump just reached eos or if there was a problem but that they had the pump for almost 7 years. It was stated that the patient was currently taking 4 baclofen pills/day and it wasn't enough. It was also stated that between the pump¿s implant in (B)(6) 2014 to (B)(6) 2015 the pump never had medication in it because their hcp had retired. Hcp listings were provided to the caller. No further complications were reported.